Manufacturer narrative:
Update to d9, h3, and h6. After further investigation, it has been determined that a sample was returned and it was evaluated by the manufacturer on 01/02/2026. The investigation involved testing of the actual/suspected device, trend analysis, and an analysis of production records. The investigation found no device problem. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that upon arrival in the pacu, ventilation of the patient was initiated. Water was present and entered the ventilation circuit via the endotracheal tube, filling the circuit's self-inflating bag with one-way valve. The ventilation circuit (tube and bag) contained water, "probably from the aquapak" system. Approximately 200 ml of water was instilled directly into the endotracheal tube during ventilation. Immediate bronchial suctioning was performed, followed by patient desaturation, chest x-ray, and findings consistent with a drowning-type image. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that upon arrival in the pacu, ventilation of the patient was initiated. Water was present and entered the ventilation circuit via the endotracheal tube, filling the circuit's self-inflating bag with one-way valve. The ventilation circuit (tube and bag) contained water, "probably from the aquapak" system. Approximately 200 ml of water was instilled directly into the endotracheal tube during ventilation. Immediate bronchial suctioning was performed, followed by patient desaturation, chest x-ray, and findings consistent with a drowning-type image.